Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due to moisture damage on the force sensor resistor. Moisture damage found on the motor also. No moisture damage on the electronics noted. Pump passed the displacement test, self test and operating currents measurement. Unable to perform the occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, pump exposed to fluid and and experienced high blood glucose level. The customer's blood glucose level was 326 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.